Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buzzing and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit was received with corroded battery cap contact. Unit was tested with received corroded battery cap and critical pump error (open book) with working alarm audio was noted. No blank display noted due to critical pump error (open book) on pump. After new battery installation using a new battery cap, unit gave a critical pump error (open book). Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroded electronic stack including pcb1 electronic stack connector. Moisture damage was also noted on the motor force sensor flex connector gold traces, leading to critical pump error (open book). Unit was also received with cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, unable to confirm customer allegations for blank display. Unit was received with unexpected critical pump error (open book) due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.